Event description:
It was reported to intervascular that when the doctor opened the package, he found there was yellow dot on the surface of the graft. Then he used another new one to complete the surgery. Complaint # (B)(4).

Manufacturer narrative:
(10/3233) it was reported that the product is available for investigation, it should be returned to intervascular for examination. (4109/213) the review of historical data indicated that no other similar complaint was reported for the same sterilization lot number 25f12. (11) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.